Event description:
It was reported to baxter (B)(4) that an intermate lv 100 device was found to be leaking from the blue winged luer cap and inside the device's housing. Therefore, the sterile fluid pathway was breached. This condition was discovered after the device was filled with 240ml of 0.9% sodium chloride. There was no patient injury or medical intervention necessary as this event did not occur during patient use. No additional information is available.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
It was reported by the customer that on (B)(6) 2010, the fiber cap detached at 163,235 joules. Also, it was reported that the fiber cap was retrieved. No pt injury was reported. The device was not returned for eval.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an intermate lv 100 device which was leaking from the blue winged luer cap and inside the device's housing was not confirmed nor duplicated during product evaluation. A leak test was performed, finding no evidence of a leak. Therefore, no assignable cause can be given. This device is a single use device and will be discarded. A batch review was performed revealing an exception report was documented for this lot. However, the issue associated with this exception report is not currently seen as contributing to the customer reported and confirmed problem.